Event description:
It is reported that the pt had blood work done. Results showed elevated levels of cobalt. Had chromium and cobalt testing. No pain or discomfort.

Manufacturer narrative:
Additional info has been requested and if received will be provided in a supplemental report. At this time, the pt was unable to identify the devices implanted, however, believes them to be either rejuvenate or abg ii. Additional has been requested and if received, will be provided in a supplemental report.